Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high pacing impedance and failure to capture. The physician elected to complete the procedure with a different lead. The patient condition was stable.

Manufacturer narrative:
The reported events of high lead impedance and failure to capture were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.